Manufacturer narrative:
Literature citation: zocca, paolo, md, et.al., 5-year outcome following randomized treatment of all-comers with zotarolimus-eluting resolute integrity and everolimus-eluting promus element coronary stents, jacc: cardiovascular interventions, 2018;11:462-9. Age at time of event: 18 years or older (B)(4).

Event description:
Same article as MDR 2134265-2018-03447 and 2134265-2018-03599. Dutch peers (twente ii) trial. It was reported via journal article that death occurred. The study sought to evaluate for the first time the 5-year outcomes after treating an all-comers population with newer-generation cobalt chromium-based non-bsc zotarolimus-eluting stents (zes) versus platinum chromium-based promus element everolimus eluting stents (ees). At discharge, most patients (99%) were treated with antiplatelet therapy. Five-year clinical follow-up data was available in 99.3% of the patients. The zes and ees groups showed favorable outcomes, with similar 5-year incidence of cardiac death. Death was regarded as cardiac unless an unequiv­ocal noncardiac cause could be established. At 5-year follow-up, the resolute integrity zes and promus element ees showed similar and sustained results in terms of safety and efficacy for treating a broad population of all-comers.